Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated she had submitted a complaint she heard in passing through patient's family member. The daughter indicated to representative that her mother had two manufacturer interstim devices for overactive bladder and that ¿neither of them worked¿.